Event description:
Technician alleged the head of the bed will not raise. No pt impact.

Manufacturer narrative:
The technician found the center base cover hitting the cardio pulmonary resuscitation lever. The technician repositioned the base cover and calibrated the position sensor to resolve the issue.